Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: ( B)(6). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined the rpms were on the low end and the device stopped running after removing the head and neck. The motor, spring seal, reciprocating arm, and bearings were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was broken. The rpms were at the low end at product evaluation investigation. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined the rpms were on the low end and the device stopped running after removing the head and neck. The motor, spring seal, reciprocating arm, and bearings were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was broken. The rpms were at the low end at product evaluation investigation. No adverse events were reported as a result of this malfunction.